Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose (bg) level was 153 mg/dl and a bolus was delivered to address the bg level. However, at the time tandem technical support was contacted, the bg level had not yet lowered. During a system check with tandem technical support, it was indicated that the time was off by 4 minutes. Cts instructed the customer to change to the correct time. Reportedly, the customer used cold insulin.